Event description:
Customer in another country reports receiving erratic readings in blood glucose tests. Customer received reading of 26 mmol/l, 8mmol/l and 15mmol within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation.